Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 333 mg/dl to 128 mg/dl; 272 mg/dl to 132 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.